Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned as it remains implanted. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. The reported patient effects of angina and stenosis are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use(IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized with chest tightness. Coronary angiography noted double vessel disease. A 3.0 x 33 mm xience xpedition stent was implanted in mid left anterior descending (lad) artery, which had 80% stenosis. The patient was discharged on (B)(6) 2014. On (B)(6) 2016, the patient was re-hospitalized with chest pain. Coronary angiography noted 50% stenosis in the proximal lad and stenosis in the circumflex (cx) artery. The physician deemed the event to be unrelated to the implanted stent; however, it could not be confirmed if the stenosis was more than 5 mm from the implanted xience xpedition stent. Medication was administered and the patient was discharged on (B)(6) 2016. The patient continues with occasional chest pain. No additional information was provided.